Event description:
A report was received that a patient's ipg was having difficulty communicating with his external device. After troubleshooting was attempted, the patient's physician scheduled an ipg replacement.